Event description:
This pt had noise on the rv channel and the pt received inappropriate shocks. The physician found that the proximal setscrew of the rv pace/sense lead port of the ICD was loose. The setscrew was tightened and the noise disappeared. The next morning the noise had returned the physician suspected the device setscrew was damaged and would not remain tightened the physician chose to replace this device.